Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a no flow issue. The device did not deliver any medication. The bladder was not deflated. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This lot was manufactured 1/19/2017 ¿ 1/23/2017 one actual infusor was received at the for evaluation containing approximately 93 ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye showed no signs of blockage or physical abnormality that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed on the sample. The flow rates were found to be within the product specification range. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.